Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint and clinical literature were reviewed. Photographic images were made. Evidence that product in specification when used.

Event description:
Allegedly patient had a non-union and was revised.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete.